Manufacturer narrative:
Correction: section section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product noted tacks were protruding and the timing was disrupted. The trigger was also jammed and the shaft was bent. The trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh, mesh was deployed and a new device has been opened up. It fired only 4 tacks then it got stuck. On firing again, it fired a tack which did not got fixed. Again the tracker got stuck resulting in no firing. Tack fell down but removed through a grasper. Another device was used to complete the case. There was no patient injury.